Manufacturer narrative:
The insulin pump received with detached or cracked end cap, cracks case and cracked case at the display window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a cosmetic damage. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.